Event description:
It was reported that when the asymptomatic patient presented in-clinic for a scheduled follow-up, diagnostics anomaly due to discrepancies in device longevity estimates. The overall device was meeting its expected longevity. The anomaly described was not caused by any battery issue but rather an issue with the calculation and noted that going forward the calculated longevity should be more accurate as the battery voltage continues to drop. The patient was stable before, during, and after the device interrogation and will continue to be monitored.